Event description:
It was reported that the patient has a large mastoid cavity due to middle ear operations performed before she was implanted with cochlear implant. On (B)(6) 2014, a revision surgery was carried out in order to fix the electrode in the middle ear. After this procedure the patient no longer had any access to sound with her cochlear implant. A CT scan was carried out after the surgery, showing that the electrode is properly in place. Reportedly, in situ testing shows that the impedances of all electrode channels increased significantly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.